Event description:
On (B)(6) 2018, an 28mm amplatzer amulet was selected for implant. The user reported the patient had tortuous anatomy which resulted in vigorous movement of the sheath. During the laa procedure a pericardial tamponade was confirmed and the procedure was discontinued. A pericardiocentesis was performed. The amulet device was not deployed & no specifics were provided regarding future treatment options. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
An event of pericardial tamponade was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tamponade could not be conclusively determined; however, information from the field indicated that the physician reported tortuous anatomy and vigorous movement of the sheath during the procedure.

Event description:
On (B)(6) 2018, an 28mm amplatzer amulet was selected for implant. The user reported the patient had tortuous anatomy which resulted in vigorous movement of the sheath. Due to patient anatomy, the physician decided to cancel the laa procedure. A pericardial tamponade was then confirmed and a pericardiocentesis was performed. The amplatzer amulet was not deployed & no specifics were provided regarding future treatment options. The patient is reported to be stable.